Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received low blood glucose alerts indicating values below 50 mg/dl, treated the alert by eating candy, and subsequently obtained a fingerstick blood glucose reading of approximately 250 mg/dl, which the customer attributed to food intake rather than true hypoglycemia. The event involved product(s) mmt-1884,mmt-242a,mmt-332a,mmt-7040a. The customer later reported blood glucose was not low and was able to manage the event. Troubleshooting was performed and the customer has type 1 diabetes and was using the insulin pump system with auto mode active within 48 hours prior to the event. The customer reported an upcoming replacement pump due to unexpected battery loss. Troubleshooting was not completed as the customer declined or needed to end the call. No further customer complications were reported. No product return was required for mmt-1884,mmt-242a,mmt-332a,mmt-7040a.